Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level module was randomly alarming, but no message was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the level detector module to lab use only (luo) testing equipment. The module was set up with a red and yellow level sensor attached as described in the instructions for use (IFU) and functioned as intended. The system was left operating for a few hours and there were no errors throughout use. The message was likely due to the mounting pad not being fully adhered to the reservoir and becoming disconnected.